Event description:
It was reported that during a pci/rotational atherectomy/stenting procedure, the maverick2 monorail balloon ruptured. The lesion being treated was a calcified and 99% stenotic lesion in the proximal portion of the lad. The lesion had been treated with a rotablator 1.75 burr, then pre dilated with maverick2 monorail balloon. The maverick2 monorail balloon ruptured at 6 atms on the initial inflation. A 7fr medikit introducer sheath, a britetip jl4sh guide catheter, a runthrough ns 0.014 guide wire, a cypher 28/2.5 stent, and an everest inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "fine."